Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to product performance anomaly. This lv lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to product performance anomaly. This lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis could not confirm the allegation against this lead. Visual inspection revealed no abnormalities. Lead resistances measured normal.